Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited screen bezel separation discovered during routine use, with the device otherwise functioning and blood glucose control unaffected, and a replacement was arranged with instructions provided for shutdown and return. Symptoms included no patient injury or adverse physiological effects. Outcomes included no interruption to therapy, continued cgm use via dexcom app or receiver, and planned replacement delivery with return shipping label. Investigation included user troubleshooting and education and logistical coordination for device replacement. Investigation of the returned device revealed a hardware enclosure issue consistent with screen bezel separation while the device electronics and therapy functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component separation attributable to device enclosure integrity.